Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the therapy was not working, they have not seen improvement and that they lost the stimulation sensation since implant. Patient said they saw their healthcare provider (hcp) two weeks ago and they told patient to call the manufacturing representative (rep) to increase the stimulation. Agent assisted patient with using the external devices and patient increased the stimulation to a comfortable level. Patient said they feel the stimulation down their leg and in their foot. Patient also stated they recall seeing the therapy was at 2.0 and today, the patient stated the therapy was on 0.3 and they increased it to 0.8. While reviewing general use information, patient mentioned they think they turned the therapy off instead of just turning the programmer off, but they were not sure. The patient was redirected to their hcp to further address the issue. Patient said they will see their hcp again to morrow.